Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration at 140mcg/day) and morphine (unknown concentration at 10mg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the personal therapy manager (ptm) was "not working." The patient kept getting code 8476 (motor stall). He started seeing this code on (B)(6) 2018. On (B)(6) 2018, the ptm started working again, then he started seeing the code on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018. The pump was not alarming. His pump was filled last week (relative to (B)(6) 2018). He had not had any recent MRI. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the patient had a motor stall occur on (B)(6) 2018 with recovery noted on (B)(6) 2018. The pump then stalled again on (B)(6) 2018 (this date conflicted with the patient's initial report) and had not recovered. The patient did not have an MRI, but he was near a bank vault at some point. As of (B)(6) 2018, the pump had been stopped for 83 hours. The stopped pump period may exceed tube set message was active. Electromagnetic interference (emi) had not been present for over two days as of (B)(6) 2018. No actions/interventions were taken. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that it was unknown if the bank vault caused or contributed to the motor stall. There were no further complications reported at this time.